Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. There was no abnormality at the time of shipment of the device. It was likely the failure occurred only by opening the inside and adding force, and that the actual product was handled by olympus asset (with external force).

Manufacturer narrative:
The device evaluation also found that the manifold unit was unsecured. The first regulator was unsecured. The bracket was missing two screws. The left side rear screw anchor would not properly thread through the screw. There was a faulty gauge and faulty alarm system. The gas pressure indicator did not indicate actual value. During insufflation, when the cylinder tank was closed and the unit began discharging the remaining gas, and the low-level buzzer and empty buzzer did not sound off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera iii video system center was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified the electrical system had a broken solder connection and bent connection pins.